Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to difficulties charging the implantable pulse generator (ipg). Additionally, it was noted that the ipg had rotated within its pocket site. Although the exact cause remains unclear, the patients weight loss may have been a contributing factor. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well and reported effective coverage of all reported pain areas.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. There is no evidence that the device was used in an inconsistent manner with the labelled indications/instructions for use. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: adverse event related to patient condition. B3: estimated based on gfe response from sales representative

Manufacturer narrative:
Correction to the supplemental MDR in h6. B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to difficulties charging the implantable pulse generator (ipg). Additionally, it was noted that the ipg had rotated within its pocket site. Although the exact cause remains unclear, the patients weight loss may have been a contributing factor. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well and reported effective coverage of all reported pain areas.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to difficulties charging the implantable pulse generator (ipg). Additionally, it was noted that the ipg had rotated within its pocket site. Although the exact cause remains unclear, the patients weight loss may have been a contributing factor. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well and reported effective coverage of all reported pain areas.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.